Event description:
The patient reported via the company representative (rep) that she cannot charge her device. An external factor that contributed or may have led to this event was the patient was hit by neighbors car. After the patient was hit by the car, she found that her charging unit would not get more than two bars of coupling strength and her patient programmer cannot connect to the implantable neurostimulator (ins). No diagnostics or troubleshooting was performed. No interventions or actions were taken to resolve the issue. The issue was not resolved at the time of this report. No symptoms were reported. No surgical intervention occurred, nor was planned. The patient was alive with no injury. The patient was moving and will follow up with a surgeon there, she did not want to delay her trip to meet with a local physician.

Event description:
Additional information received from the representative reported not being aware of any further steps being taken by the patient to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.